Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and delamination of the diapherm flange disk leak test and microscopic analysis was performed which identified: delamination of the diapherm flange disk, two striated opening on anterior and posterior, wear abrasion and opening crack on valve seat diaphragm valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on posterior and anterior assessed as surgical damage. A delamination total of the valve (adhesive failure).